Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted due to difficulty removing the gripper line. If this were to re-occur, this issue has the potential to cause or contribute to injury. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3-4. The patient had a dilated left atrium, left ventricle and mitral valve annulus. Using clip delivery system (cds 60606u323) the mitral valve leaflets were grasped without reported issue. Upon unwrapping the gripper line, the line was noted to be curled on both ends. Gripper line removability establishment was performed and direct resistance was encountered. The entire gripper line was able to be removed with resistance felt. The clip was deployed without further issue. The clip remained stable and well seated on the leaflets. Another clip was implanted, reducing the mr to less than 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The reported irregular appearance of the gripper line and the gripper line removability issues were confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and it was determined that the irregular appearance of the gripper line (curled ends) was due to unwrapping technique of the gripper line and polyimide tubing (operational context). However, a definitive cause for the reported gripper line removability issues in this incident could not be determined. It is possible that procedural interactions (natural curvature of patient anatomy) resulted in constrictive forces placed on the delivery catheter (dc) shaft, leading to the observed herniation of the coil. Subsequently, the gripper line removability issues was likely due to a contribution of forces from usage of the device (procedural interaction), including coils on the gripper line resulting in resistance with the lumens, in conjunction with the herniation in the lumen coil. The aggregations of forces due to patient anatomy, curves on the system, curled gripper line ends, and herniated coils can contribute to the reported difficulty; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.